Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted: 13 staplers were taken from the current production visitat 35w product code 528235, lot # 73e1700020, the staplers were functionally inspected (fired) and issue reported "staples stuck in unit" was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The staplers got stuck during patient use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staplers got stuck during patient use. The patient's condition was reported as fine.